Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "material selection - surface roughness, adhesive strength". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that normothermia patient on the arctic sun device was too cold as the device was alerting, and the flow rate was low. The device was currently stopped. Patient temperature was 35.5c and target temperature was 37c. Four arctic gel pads were in place and pad size was unknown. Event log showed alert 01 (patient line open) and alert 02 (low flow). Nurse restarted the therapy and therapy shut off. Water control showed flow rate was 0lpm, inlet pressure was -1.4psi and circulation pump command was 100 percent. Mss asked the nurse to disconnect and reconnect the pads. One pad was extremely difficult to remove and was wedged on. After reconnecting the pads flow rate was still 0lpm. Mss recommended to try a new device first and then change the arctic gel pads if flow rate remained at 0lpm. Per follow up information received on (B)(6) 2022, there was no patient injury, and therapy was continued after arctic gel pads were replaced.

Event description:
It was reported that normothermia patient on the arctic sun device was too cold as the device was alerting, and the flow rate was low. The device was currently stopped. Patient temperature was 35.5c and target temperature was 37c. Four arctic gel pads were in place and pad size was unknown. Event log showed alert 01 (patient line open) and alert 02 (low flow). Nurse restarted the therapy and therapy shut off. Water control showed flow rate was 0lpm, inlet pressure was -1.4psi and circulation pump command was 100 percent. Mss asked the nurse to disconnect and reconnect the pads. One pad was extremely difficult to remove and was wedged on. After reconnecting the pads flow rate was still 0lpm. Mss recommended to try a new device first and then change the arctic gel pads if flow rate remained at 0lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.